Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was detached from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: during investigation, the display had peeled off. The pump was powered on to a dim and gray display. Unrelated to the original complaint, the down button was under responsive. The keypad was removed to find the button contact flattened.